Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failure. A field service engineer, verified that issue resolved by customer. The device functioned as intended after the customer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, had failed drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.